Event description:
It was reported that the doctor opened an implant package during a procedure and there was no implant in the vial. They were able to complete the procedure with another implant.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). G4: k101880.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
A imp,tsv,4.7,10,mtx,mg (tsvtwb10) was not returned. Since product has not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information. However, the package was returned for investigation, visual inspection of the as returned product identified labels/stickers on package and vial placed as manufactured. Pre-existing patient factors, x-ray, tooth location is not relevant to the reported event. The length of the device usage is unknown. Pictures or x-ray images were not provided. Appropriate documentation was reviewed. DHR review was completed for the subject lot number (1253157). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1253157) for similar event and no other complaint was identified. Oct post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, device malfunction could not be verified, and the reported event was non-verifiable. The following sections have been updated: h3: changed "yes" to "no". H10: added manufacturer narrative h3 other text : device was not returned.